Event description:
Information received with return of the device does not address the patient's clinical status but notes that during the implant procedure, after connection to the lead, no pacing was seen.